Event description:
Patient reported becoming very ill and being admitted to the hospital with 700 mg/dl blood glucose. Patient was in the hospital for 12 days. Patient was unconscious and was unable to confirm the treatment received. Patient indicated that the treating physician accused the device of the elevated blood glucose. Patient stated the time was more than 24 hours off on their device, but their basal rates do not change through the day. Patient did not get any occlusion errors.